Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation conclusion: the investigation of the returned microcatheter found black particulates inside the hub, which is consistent with the alleged product issue. Further investigation found the proximal lumen to exhibit incomplete flaring with exposed braid at the hub transition, which would have contributed to the resistance described in the reported event. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the flaring issue, but this condition is consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated. The black particulates are consistent with the exposed braid exerting an abrasive load on a coated guidewire.

Event description:
As initially reported, the microcatheter was used with a guidewire. The guidewire was advanced to navigate the microcatheter used in the trans-cell technique. The guidewire successfully passed through the struts of a stent that had been previously placed at the target site but reached an unintended site. When attempting to retract the guidewire into the microcatheter, the guidewire encountered resistance. The microcatheter was withdrawn along with the guidewire. Inspection of the devices outside the patient revealed that coating on the guidewire had visibly peeled off. The procedure was continued with a new microcatheter from different lot. Subsequently, the procedure was completed successfully. No health damage to the patient reported. When the device was received and analyzed, the proximal lumen of the catheter exhibited incomplete flaring with exposed braid at the hub transition.